Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead was damaged due to helix issues observed during the implant procedure.

Manufacturer narrative:
Upon review, the right atrial lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information indicates that the right atrial (ra) lead was contaminated due to the physician touching the proximal side of the device with the unsterile table.

Event description:
New information received indicates: during an implantation procedure, contamination was observed upon removing the right atrial (ra) lead from the box. The ra lead was replaced, and a different ra lead was successfully implanted. The patient was stable with no adverse consequences.